Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the top blades of the collimator were found to be stuck (jammed). The blades were unjammed, cleaned and lubricated. Exact cause for this issue could not be determined. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer.

Event description:
Medtronic received information that, while outside a procedure, the image acquisition system (ias) displayed a collimator error status. The system was restarted multiple times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter.